Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2018-02421.

Event description:
As reported by the (B)(6) study, a smart 120 150, sfa and a smart control stent iliac 6x100 were implanted in the proximal portion of the right femoral artery. Approximately four years and eleven months after the index procedure the stents were confirmed to be fractured. Anomalies of the product were confirmed. This was a type I fracture. The event was not related to the procedure. Additional procedural details were requested but are unknown.

Manufacturer narrative:
Addendum for additional information received:the stents remained implanted in the patient. There are no films/images available for review. As reported by the pms study, a smart sfa vascular stent 6mm x 120cm and a smart control iliac stent 6mm x100 mm were implanted in the proximal portion of the right femoral artery. Approximately four years and eleven months after the index procedure the stents were confirmed to be fractured. The characteristics shown are type I fractures, or single-strut fractures. The stents remain implanted in the patient. No other information was reported. The device was not returned for analysis. No films/images were received for review. A product history record (phr) review of lot 15672189 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent-ses~fractured - in patient¿ events could not be confirmed as the devices were not returned for analysis and procedural films were not received. The exact cause could not be determined. Vessel characteristics, while unknown, and procedural/handling factors, such as excessive stent overlap, and excessive force used during deployment, may have contributed to the reported events. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Per the instructions for use for the smart sfa vascular stent, which is not intended as a mitigation, ¿the stent is not designed to be lengthened or shortened past its nominal length. Excessive stent lengthening or shortening may increase the risk of stent fracture. When treating multiple lesions, the most distal lesion should be stented first followed by the stenting of proximal lesions. Stenting in this order eliminates the need to cross and reduces the chance of dislodging stents which have already been placed. Overlap of sequential stents is necessary but the amount of overlap should be kept to a minimum. Re-crossing a stent with adjunct devices must be performed with caution to avoid stent damage or migration. If resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used. Per the instructions for use for the smart control iliac stent, which is not intended as a mitigation, ¿when treating multiple lesions, the most distal lesion should be stented first followed by the stenting of proximal lesions. Stenting in this order eliminates the need to cross and reduces the chance of dislodging stents, which have already been placed. Overlap of sequential stents is necessary but the amount of overlap should be kept to a minimum. Fractures of this stent may occur. Fractures may also occur with the use of multiple overlapping stents. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture. If resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used. The phr reviews do not suggest that the events reported by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.